Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin. System check was performed by tandem technical support and no issues were identified. The customer continued to use the pump for insulin therapy.